Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 5126880/7073045/7073180.

Event description:
It was reported that the patient had an infection mainly at the ipg site and skin breakage at the midline incision. Symptoms of chills and pain were noted. The cause of infection was unknown and was not procedure related. The patient underwent an explant procedure wherein everything was removed. The patient was placed on antibiotics and was doing well postoperatively. The explanted devices will not be returned.